Event description:
It was reported that patient's implantable cardioverter defibrillator (ICD) failed to convert rhythm by providing appropriate defibrillation therapy during ventricular tachycardia (vt) episodes. No intervention was done. The patient was stable.